Event description:
The customer reported that the 840 ventilator had a blank display. Covidien tech support engineer (tse) troubleshoots this issue with customer over the phone and suggested to replace the backlight inverter pcb. Covidien was not authorized to service the device.